Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired. However, they do not believe this was device associated.

Manufacturer narrative:
The device, multifunction cable, and roc adapter were returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device passed full functionality testing using the returned accessories without duplicating the report. The electrode pads used during the event were not returned. The device was recertified and returned to the customer. The clinical logs were unavailable for review. Review of the activity logs show "poor pad contact" and "check pads" messages. However, these messages are not an indication of a device malfunction and can indicate to the user that defibrillation electrodes are not making good contact with the patient's skin or that the cable connections have become loose. To resolve, the operator's guide instructs the user to check the electrodes and cables for proper connections. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Analysis of reports of this type has not identified an increase in trend.